Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact with no peeling. All of the keypad buttons responded normally. Contamination was found underneath the contrast button contact. A leak test showed a leak at a battery compartment crack. There was evidence of moisture contamination inside battery compartment. There was no evidence of additional moisture contamination inside pump. Unrelated to the moisture ingress, the pump powered on with the returned battery cap to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and down buttons were intermittently unresponsive. Additionally the reporter stated that there were signs of rust in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.